Event description:
The manufacturer received information alleging a ventilator failed exhale valve test. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was not duplicated. The device was found to pass testing and to be in overall good condition.